Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information. The UDI is unknown due to the part/lot number was not provided.

Event description:
It was reported that during device preparation, during removal of the stylet from the 6.5x100mm supera self-expanding stent system (sess), the tip of the device broke off. The device was not used in the patient. There was no patient involvement and no clinically significant delay in the procedure. A new supera sess was prepared and used to successfully complete the procedure. No additional information was provided.

Manufacturer narrative:
The device was returned for analysis. The reported material separation was able to be confirmed. Additionally, it was noted that the inner member was separated and kinked a review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. It is possible that inadvertent mishandling during unpackaging and/or during stylet removal/preparation for use resulted in the reported tip separation/noted inner member separation and the noted inner member kink; however this cannot be confirmed. The investigation determined a conclusive cause for the reported/noted difficulties cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling.d4 - catalog no. D4: UDI #.

Event description:
Subsequent to the initial report, the following was reported: the correct device was a 6.5x120mm supera self-expanding stent system (sess). No additional information provided.

Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information. The UDI is unknown due to the part/lot number was not provided.

Event description:
It was reported that during device preparation, during removal of the stylet from the 6.5x100mm supera self-expanding stent system (sess), the tip of the device broke off. The device was not used in the patient. There was no patient involvement and no clinically significant delay in the procedure. A new supera sess was prepared and used to successfully complete the procedure. No additional information was provided.